Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on (B)(6) 2014 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2016. Quality-safety evaluation of ptc received on 14-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), device expulsion ("migration of essure device location of device: endometrial canal") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in an adult female patient who had essure (batch no. B34597) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2012. Concurrent conditions included headache, fatigue, insomnia, hypertension, lupus nephritis, blurring of vision, dyspnea, uterine bleeding since 2012 and renal disease. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (laparoscopic hysterectomy/total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the device expulsion, systemic lupus erythematosus, fatigue, pain in extremity, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, fatigue, menorrhagia, pain in extremity, pelvic pain, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. The reporter commented: the essure device is seen in the right cornu of the uterus although the entire device is not seen. The left was not visualized wel diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: full occlusion of both tubes. Pregnancy test urine - on (B)(6) 2016: results: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming events pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-dec-2018: pfs received- new event migration of essure device location of device: endometrial canal, autoimmune disorder type of disorder: lupus, abdominal pain, back pain, leg pain were added. Outcome of pelvic pain updated to recovered / resolved. Treatment drug and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and fatigue. The patient was treated with surgery (laparoscopic hysterectomy). At the time of the report, the pelvic pain, menorrhagia and fatigue outcome was unknown. The reporter considered fatigue, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of both tubes. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event excessive and abnormal bleeding during menstruation, chronic pelvic pain, and fatigue was added. And event injury hysterectomy deleted incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in an adult female patient who had essure (batch no. B34597) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2012. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic hysterectomy/total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and fatigue outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received : plaintiff information was updated,patient demographic details added, product lot number added, event was clubbed- excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia), chronic pelvic pain/pain, and event was added- vaginal bleeding and event outcome was added- menorrhagia and vaginal bleeding was recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in an adult female patient who had essure (batch no. B34597) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2012. Concurrent conditions included headache, fatigue, insomnia, hypertension, lupus nephritis, blurring of vision, dyspnea and uterine bleeding since 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic hysterectomy/total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and fatigue outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device is seen in the right cornu of the uterus although the entire device is not seen. The left was not visualized wel diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of both tubes. Pregnancy test urine - on (B)(6) 2016: negative . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming events pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update. Addition of qse update, FDA codes based on ptc, batch mfg/expiry dates, and updated ptc global number in notes were updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.